Manufacturer narrative:
This report is submitted on september 24, 2018.

Event description:
Per the audiologist, it was reported that the patient experienced extrusion of the receiver stimulator. Revision surgery to reposition the device is planned; however it is unknown if this has occurred as of the date of this report.